Event description:
The customer reported via phone call that they were admitted into the emergency room. The customer stated the adverse event was caused by a bad infusion set. Customer also reported receiving sensor error alerts. The customer's blood glucose was 120 mg/dl at the time of the call. It was also found the customer had several false lows on their sensor. Troubleshooting found the customer's transmitter may be defective. The customer was advised the transmitter will be replaced. Customer agreed to return the transmitter for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.